Manufacturer narrative:
(B)(4). Date of event: unk. Batch # t5e91t. Device evaluation summary: the analysis found that one pse60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product lot. Surgical procedure performed. Date of the surgical procedure. Demographic data of the patient (initials beginning with last name, age, gender) what is the current status of the patient? (For example: discharged without consequences arising from the problem with the device, in recovery of the surgery itself, continues to be hospitalized due to¿ etc.).

Event description:
It was reported that during an unknown procedure, product presented problem. It happened during the use of the last cartridge, after the compression of the tissue, at the time of firing the tissue slipped leaving the staples loose and cutting part of the tissue. However, the knife blade was completely displaced, but since the tissue was compressed and displaced, only the tissue was partially cut. The staples were formed not entirely but most of them being loose. At the time the blade was displaced, the tissue moved towards the distal part of the stapler giving the impression of being replaced, when the surgeon releases the tissue it was partially cut and stapled. There was only a delay during the procedure without causing greater complication or consequence for the patient, since the doctor received another cartridge being able to complete the "grapefruit" line and reinforcing with stitches. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/30/2020. Corrected data: investigation summary no device returned. Investigation summary provided on this report belongs on report # 3005075853-2020-00198.